Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported event could not be conclusively determined. Infection, sepsis, and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: on (B)(6) 2015, status post lvad: lactate dehydrogenase (ldh) 1028 u/l, continuing to trend upward. Possibly due to infection. Maximum ldh captured during event: 1241 u/l, hemoglobin: 8.4 g/dl, hematocrit: 27%, white blood count: 14.9, platelets: 387 x 10^9/l, partial thromboplastin time: 46.1 seconds, bun: 12, creatinine: 0.64 mg/dl.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: on (B)(6) 2014 - the patient's temperature increased to 102f overnight and with leukocytosis. The patient was pan-cultured. A new central line was placed and the old one was removed. The patient had been on vancomycin and levaquin for perioperative coverage. On (B)(6) 2014 - after 24 hours, the patient had no further fevers and antibiotics were changed to vancomycin and meropenem. The cultures were negative. On (B)(6) 2015 - the patient reported a new onset of pain to the sternal wound. A possible deep sternal wound infection was reported. The patient was hospitalized, and changes to medication were made. On (B)(6) 2015 - the patient presented to the emergency room and reported that she had a fever, chills, nausea, vomiting and abdominal pain. The maximum body temperature recorded (t-max) at home was 102.0f. The patient's culture indicated sepsis and the bacterial organism was (B)(6). The patient was hospitalized, and changes to medication were made.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted for increased midsternal wound drainage and driveline drainage. The patient was experiencing left sided abdominal/chest pain. A computed tomography scan showed an abscess. The patient was treated with IV vancomycin and meropenum. Wound cultures on (B)(6) 2015 were positive for gram-positive cocci. No additional information was provided.

Manufacturer narrative:
Approximate age of device: 38 days. The device remains in use supporting the patient. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.